Manufacturer narrative:
The root cause of this issue has been identified as operator error in positioning the patient. The brightview xct instructions for use has instructions for the operator to restrain the patient's hands so, they do not get caught between the table pallet and the catcher. (B)(4).

Event description:
During a myocardial scintigraphy, a patient's hand inadvertently slipped between the table and the catcher causing injury to the hand. There was no report of any broken bones. The patient was taken to the emergency room where it was determined that the incurred injury will require stitches.